Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. Prior to hospitalization, the customer experienced high blood glucose levels, along with the flu. Also, the insulin pump had been giving no delivery alarms, but the customer did not change the infusion set. Troubleshooting was performed and the insulin pump passed the prime test. High pressure test was not performed as the tubing clamp was not available at the time of call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therfore, consider this report complete to the best of our knowledge.